Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed a "compressor failure - 1001" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. However, a video was provided by the customer. The customer has indicated that the ventilator was placed too close to the MRI machine. The operator's guide states: zoll recommends placing the ventilator at lease 2 meters or 6 and a half feet from the MRI magnet's bore opening. This report has been closed as user error. Analysis of reports of this type has not identified an increase in trend.